Event description:
Patient had a peg tube placement on (B)(6) 2015 with no incident. Months later, patient returned for removal of peg and placement of corflo feeding tube without incident. Xray taken-corflo noted to be in the peritoneal cavity which indicated peg separation. Patient admitted and operated same evening. Patient discharged home next day without incident.